Event description:
It was reported that a pump declared alarm 20 during pumping, and the customer's blood glucose impact was not disclosed. Cts assisted the caller in loading a new cartridge using the correct technique, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Cts decided to replace the pump, confirming the device was under warranty. The customer opted to use multiple daily injections as a backup therapy. Cts provided instructions on putting the pump into storage mode and ensured the customer would return the problematic pump using a pre-paid label within 10 days.